Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had triggered a lead integrity alert (lia) due to an elevated sensing integrity counter (sic) and an impedance variation. It was determined that the rv lead had fractured. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.